Manufacturer narrative:
Conclusion: a penumbra representative attempted on a number of occasions to retrieve the device. The hospital finally responded and stated that they could not locate the device. The device is not available for evaluation. Without the return of the device, the root cause of the problem could not be determined. Hospital could not locate device.

Event description:
The physician canulated a vessel close to a previous starclose device and inserted the neuron max catheter. When the procedure was completed the physician started withdrawing the neuron max and after removing the catheter realized that he did not have the entire catheter. A cut down procedure was performed with a vascular surgeon and the remaining sections were removed. The patient status is good.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion: the hospital is sending the product to its investigational department. It is unknown as to whether the device will be returned for evaluation. If the product is returned, a follow-up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Hospital retained device